Event description:
Patient arms and legs moving during the dti scan. Patient reached for his face and scan aborted. The remainder of the protocol was completed and a dwi scan was attempted at the end. The nurse kept one hand on the child's foot during the scan and found the child beginning to move both arms and legs when the table began to vibrate with the diffusion gradients. The nurse gave the child a sedation bolus and the child stopped moving. Scan was completed without additional incident. Dates of use: 2007. Diagnosis or reason for use: r/o brain tumor. Event abated after use stopped: yes.